Manufacturer narrative:
This follow-up is being submitted to relay additional information. D4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided photo identified a worn articular surface. There is some biological material present. X-rays were provided and assessed; however, they will not be sent to mmi as the image date is unknown. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10-medical product: unknown nexgen femoral. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.